Event description:
It was reported that during a unspecified treatment procedure, a balloon rupture occurred. The target lesion was located in the right external iliac artery (eia). Following implant of another manufacturer's stent, the 8.0 x 40/135 sterling balloon catheter was introduced and ruptured on the third inflation at 12 atms. The first two inflations were to 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)